Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Primary procedure, right distal radius. It was reported that upon implantation, the surgeon reported the screw refused to lock into the plate. Another screw was implanted and locked as expected. Surgery was completed successfully with a surgical delay of approximately 45 seconds. Rep reported that no further information will be released by the hospital or surgeon.